Event description:
It was reported that, during a cori assisted tka surgery, the cori failed to move beyond "create a case" screen three times and the real intelligence robotic drill failed to register. The rep turned the cori off and on again and the was able to successfully register the robotic drill. The drill successfully burred the distal femur. The real intelligence robotic drill initially worked on the proximal tibia, but then the bur stopped spinning after suddenly pulling off a large piece of bone. The large piece of bone removed was within the planned resection. They tried swapping out the long attachment but the burr still wouldn't spin. At that point the surgeon switch to manual instrumentation and complete the tibia cut with a saw. The patient wasn't harmed. The case was completed, after a non-significant delay, with manual instrumentation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem was not confirmed with a visual inspection. Nothing was identified visually that contributed to the reported problem. The reported problem was confirmed with a functional evaluation. The drill would not accept the bur during kpc. A system timeout/drill deactivated error occurred during a case preventing it from advancing to the calibration stage. Disassembly revealed a broken spline shaft. The cable passed testing. The exposure motor failed testing at the enct, bemft, zflt signals. Swapping the motors, the drill then passed kpc and a case with no problems nor errors. The most likely cause of this event is a broken spline shaft due to mechanical failure. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.